Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure last month due to the post of the poly bearing fracturing off. The bearing was removed and replaced. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part / lot numbers of the device involved in the event are unknown. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.